Event description:
International affiliate reported that the device tore 24 hours after placing in service. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evbaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.